Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the patient had complications after the first surgery. He stayed in hospital for 8 days and developed fever and pancreatitis. He was told bmp either leaked out of the cages or was having a complication. In (B)(6) 2012 the patient presented for an office visit. In (B)(6) 2013 the patient was implanted with spinal cord stimulator. On an unknown date, the patient underwent CT myelogram. Impression: overgrowth of bone noted. Fusion had failed and over growth in spinal canal was adhering to the nerve and applying pressure to the nerve. The bmp created two large bone crests, formed and attached to exiting nerve, leaving paralysis in right and left leg. In (B)(6) 2013 the patient underwent a revision surgery to remove bone and correct fusion as "eating away at the healthy bone" using posterior fusion technique. In (B)(6) 2014: the patient was implanted with boston scientific's spinal cord stimulator. Post-op, the leads migrated and he need a new paddle. His level of life was such where he couldn't do anything due to pain in legs. The two spinal cord stimulators were neither helping nor addressing the pain. He was on numerous pain medications (like morphine). His life has been limited and only relief was when he lied flat. He was looking for research that could help him.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4) (leg pain, persisting back pain, pseudoarthrosis, unanticipated bone growth). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: laminectomy along with facetectomy for spondylosis l4; additional level laminectomy l5; additional level laminectomy l3; posterolateral lumbar arthrodesis; additional level; posterior segmental instrumentation; structural bio-mechanical interbody device, l4-5; structural bio-mechanical interbody device, l3-4; locally harvested morselized autograft, same incision; bmp as fusion augmentation; arthrodesis posterior interbody technique; additional level interbody arthrodesis pre-op and post-op diagnosis: lumbar spondylosis; lumbar stenosis findings: spondylosis with osteophytes and disc degeneration noted. Significant disc degeneration worst at l3-4. Disc space restored at conclusion with improved sagittal balance. Facet removal unilaterally at both levels required for decompression and exposure of the affected nerve roots and combined with removal of the lamina and ligamentum and other spondylotic elements. Both facets were abnormal in appearance and angle and exuberant venous plexus was noted. As per operative notes: ".. The peek cage was then filled with bmp and inserted carefully into the disc space using the insertion system, with distraction during insertion and then decompression upon removal of the inserter.. A bmp sponge with autograft was also placed ventral.. No complications were evident.." On (B)(6) 2012 the patient underwent x rays of the lumbar spine. Impression: three spot fluoroscopic images from the operating room were obtained. The first demonstrates probe within the posterior soft tissues at the level of l3. The ap and lateral views demonstrate labeled left posterior fusion of l3-5 with intervertebral disc spaces. On (B)(6) 2012: patient presented for office visit with history of degenerative disc disease of the lumbar spine. Patient underwent cat scan of lumbar spine without contrast. Impression: postsurgical changes with air in the subcutaneous tissues overlying lumbar spine with left-sided pedicular screws and posterior bridging rod at l3-l5 inclusive as well as additional hardware and postsurgical change above. On (B)(6) 2012 the patient underwent x ray of the lumbar spine. Impression: status post unilateral left l3-5 posterior fusion without evidence of hardware complication. On (B)(6) 2012: patient presented for a follow-up visit post fusion surgery. Assessment: intervertebral disc disorders: lumbar or lumbosacral intervertebral disc; lumbago. On (B)(6) 2012: patient underwent x-ray of lumbar spine. Impression: no change in the lumbar fusion findings. On (B)(6) 2012: patient underwent cat scan of lumbar spine without contrast. Impression: arachnoiditis/ arachnoid adhesions; gran ulation tissue and/or scar in the left epidural space at l3-l4 and l4-l5; no significant spinal stenosis or evidence of nerve root compression. Patient also underwent x-ray myelogram of lumbar with contrast. Impression: arachnoiditis/ arachnoid adhesions; no significant spinal stenosis or nerve root displacement identified. On (B)(6) 2012: patient underwent CT scan of lumbar spine without contrast. Impression: post operative changes from left l3-l5 tlif again identified. There was no evidence of for hardware loosening. There is complete osseous fusion across the l3-l4 and l4-l5 disc spaces. Osseous fusion of the left l3-l4 posterior elements. Incomplete osseous fusion of the left l4-l5 posterior elements; soft tissue density seen in the left epidural space at l3-l4 and l4-l5; the arachnoiditis/ arachnoid adhesions seen on previous CT myelogram cannot be assessed on non-contrast CT. On (B)(6) 2012: patient presented for a follow-up visit post fusion surgery. Assessment: spondylosis and allied disorders: lumbosacral spondylosis without myelopathy. The patient underwent MRI of the lumbar spine. Impression: tlif l3-5 and left l3-4 and l4-5 facetectomies. Fluid collections projecting along the left lateral margin of the thecal sac and the facetectomy sites at the l3 and l4 levels may be postoperative seromes or pseudomeningoceles. These partially efface the left l3 and l4 neural foramen and the left lateral recess at l3-4; asymmetric anterior deviation of the left l5 and s1 nerve roots towards the left ventral margin of the thecal sac at the l3-4 level without nerve root nodular thickening or enhancement. This could be attributed to localized adhesions. On (B)(6) 2012, patient presented for office visit for severe back pain. Patient reported occasional pain into buttocks with back spasm. Impression: status post-op multilevel lumbar laminectomy and instrumentation; post-op neurologic deficit demonstrated by an absent knee jerk on the left and a week outgoing toe. On (B)(6) 2013, as per a call transcript, the patient reported low back pain radiating down to left extremity. The pain is described as burning sensation, sharp shooting pain. The patient also reported numbness and tingling in the left leg. On (B)(6) 2013, patient underwent cr myelogram lumbar spine due to lumbar radiculopathy. Impression: post surgical changes. No significant extradural defect demonstrated by this technique, CT's obtained for further evaluation. Patient underwent CT of lumbar spine due to lumbar radiculopathy. Impression: lytic expansile side facet at l3-4 but more prominent at l4-5 with some foraminal encroachment and potential pressure on the exiting nerve root. There is also medial position of pedicle screws at those two levels. On (B)(6) 2013, patient presented for follow-up visit for lumbar radiculopathy. Patient reported numbness along with radiating pain from knee into anterior shin. Impression: neoplasm uncertain bhv other <(>&<)> unspecified part nervous system; lumbar radiculopathy; post laminectomy syndrome lumbar region; lumbar stenosis. On (B)(6) 2013, patient underwent following procedure: explore fusion, l3-4, l4-5; hardware removal, pedicle screws from l3, l4 and l5 on the left; pedicle screw fixation at l3, l4 and l5 on the right utilizing 6.5 x 45mm screws with a lordotic rod; additional posterior fixation with plate size 41mm between the l3 and l4 spinous processes and 36mm at the l4 and l5 spinous process; excision of l4-5 and l3-4 heterotopic ossification through far lateral approach at both l3-4 and l4-5 on the left; posterolateral and direct posterior fusion l3-4 with the use of iliac crest bone graft from separate fascial incision from the left iliac crest plus local bone and graft on crunch; use of operative microscope for excision of heterotopic bone and decompression of the nerve roots. Pre-op diagnosis: left lumbar radiculopathy; probable pseudoarthrosis; heterotopic bone and neoplasm of uncertain behaviour at l3-4 and l4-5 involving the facet joints; previous unilateral hardware l3-5 with interbody cages at l3-4 and l4-5 on the left; definite non-union at l3-4 and l4-5. Findings: incomplete fusion at both l3-4 and l4-5; pedicle breach at l3, l4 and l5 on the left; heterotopic bone both from facet joints and interbody space at both l3-4 and l4-5 on the left hand side compressing the l3 root, traversing l4 root, exiting l4 root and traversing l5 root. No complications were reported.

Manufacturer narrative:
Additional info: products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: patient presented for office visit. On (B)(6) 2012: patient underwent MRI abdomen. Impression: no evidence of acute pancreatitis. Simple appearing right renal cyst. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2013: patient presented for office visit with chief complaint of left leg pain. On (B)(6) 2013: the patient presented for a follow-up where 4 views of lumbar spine was reviewed. Impression: 1.neuritis lumbosacral. 2. Healed fusion. On (B)(6) 2013: the patient presented for a follow-up.impression: 1.lumbar radiculopathy. On (B)(6) 2013: patient presented for follow-up visit for lumbar radiculopathy. Patient reported numbness along with radiating pain from knee into anterior shin. Impression: neoplasm uncertain bhv other <(>&<)> unspecified part nervous system; lumbar radiculopathy; post laminectomy syndrome lumbar region; lumbar stenosis. On (B)(6) 2013: the patient presented for a follow-up where 2 views of the lumbar spine was reviewed. Impression: arthrodesis status. Lumbar radiculopathy. Postlaminectomy syndrome lumbar region. Lumbar stenosis. On (B)(6) 2013: : the patient presented for a follow up. On (B)(6) 2014: the patient presented for a follow up where the 4 views of lumbar spine was reviewed. Impression: arthrodesis status. Postlaminectomy syndrome lumbar region. (B)(6) 2014: patient presented for office visit. 4 views of lumbar spine were obtained. Impression: arthrodesis. Post-laminectomy syndrome lumbar region. Lumbar radiculopathy. On (B)(6) 2014: incidental nonobstructing right renal calculus. Impression: neuritis lumbosacral. Arthrodesis status. Postlaminectomy syndrome lumbar region. On (B)(6) 2014: patient was diagnosed with xray of chest pa and lateral. Impression: no acute cardiopulmonary disease. On (B)(6) 2015: patient presented for office visit with complaint of chronic lumbar radiculopathy and failed laminectomy syndrome. On (B)(6) 2015: impression: lumbar radiculitis. Lumbar degenerative disc disease. Lumbar stenosis. On (B)(6) 2015: exploration of fusion with removal of hardware, bilateral extraforaminal decompression of l5-s1 as well as l3-s1 posterior segement instrumentation,mazor renaissance system for robotic guidance for placement, allograft autograft. On (B)(6) 2015: patient presented for voiding trial. Impression: improved retention of urine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with a chief complaint of lumbar and left leg pain. On (B)(6) 2013: the patient underwent CT of lumbar spine without contrast. Impression: the expansile nature of the appearance of the left pedicle results in narrowing of the left neural foramen as well as compression of the epidural fat on the left. There is mild narrowing of the left neural foramen at l3-l4. On (B)(6) 2013: the patient presented with a chief complaint of back, left and right leg pain. On (B)(6) 2013, (B)(6) 2014: the patient presented for pain in left low back with bilateral leg pain. On (B)(6) 2014: the patient underwent CT of lumbar spine without contrast. Impression: interval revision of lumbar fusion. Incomplete osseous incorporation of bone graft but no evidence of loosening. Soft tissue density in exiting left l4-l5 and l3-l4 foramen as described may represent a small amount of scar tissue. On (B)(6) 2014: the patient presented for follow-up for chronic pain. On (B)(6) 2014: the patient was pre-operatively diagnosed with lumbar post laminectomy syndrome with radiculitis and malfunctioning stimulating system and underwent the following procedure: opening the pocket from the old implanted pulse generator, trial stimulation with boston scientific stimulating system, fluoroscopically guided insertion of 2 epidural electrodes below the implanted paddle electrode, intraoperative programming of these 2 electrodes, subcutaneous anchoring of these 2 electrodes, formation of the new pocket in the right posterior axillary line, tunneling of the old electrodes and the new electrodes to the new pocket, implantation of the pulse generator in the new pocket and subsequent programming. On (B)(6) 2015: the patient presented with back pain. On (B)(6) 2015: the patient underwent CT of lumbar spine without contrast. Impression: post surgical changes at l3-l4 and l4-l5. No hardware complications. No central spinal stenosis. Left l5-s1 foraminal narrowing. Foramina at l3-l4 and l4-l5 suboptimally evaluated because of streak artifact. On (B)(6) 2015: the patient presented with a chief complaint of back pain, bilateral leg numbness, leg pain left greater than right. On (B)(6) 2015: the patient presented with chronic lumbar back pain. On (B)(6) 2015: as per billing records, the patient underwent CT of lumbar spine. Impression: l3-l5 fusion without definite hardware failure. Moderate severe left l5-s1 neural foraminal stenosis. Possible left l4 neuritis. Epidural lead tips not assessed. On (B)(6) 2015: the patient was pre-operatively diagnosed with failed back syndrome and underwent l5-s1 alif with l4-s1 posterior lumbar fusion using mazor for pedicle screw instrumentation posteriorly l3-s1 spine anterior approach. The patient was also diagnosed with lumbar junctional stenosis l5-s1, status post l3-l5 lumbar fusion and underwent the following procedures: anterior lumbar discectomy, l5-s1. Anterior body fusion, l5-s1. Peek interbody graft, l5-s1. Anterior plate fixation and screw fixation, l5-s1. Indications: patient is status post revision l3 to l5 decompression and fusion followed by revision of l3 to l5 decompression and fusion. The patient developed recurrent back pain and pain radiating down left leg secondary to disc space height loss, disc degeneration and foraminal stenosis at l5-s1 junctional level. On (B)(6) 2015: the patient was discharged from hospital. On (B)(6) 2015, (B)(6) 2016: the patient presented with a chief complaint of back and leg pain. On (B)(6) 2016: the patient presented with a chief complaint of lower back pain with sciatica.

Event description:
It was reported that the patient underwent a tlif procedure using rhbmp-2/acs. During the procedure the surgeon used pedicle screws and stabilizing hardware while inserting globus cages, in the intervertebral space between the third and fourth lumbar vertebrae and the fourth and fifth lumbar vertebrae. The surgeon then inserted morselized autograft, bone locally harvested from the patient during the performance of the stabilization procedure, which was augmented by the use of rhbmp-2. Sometime postop, the patient developed serious, disabling and progressive pain his left lower extremity. Serial post-operative radiological studies of the patient¿s lumbar spine indicated that there was unusual and unintended activity in the neural foramina of the nerve root which exited between the 4th and the 5th lumbar vertebrae on the left side. The condition depicted on the radiological studies was reported to be boney growth in the neural foramina.